Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. The reported event of severe kinking on the mpu cord was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (B)(6) 2023- (B)(6)2023 per timestamp). Throughout the log files, while connected to the mpu, the relative state of charge (rsoc) voltage values on both power cables were lower than expected. The voltages dropped as low as 0 volts and caused intermittent strings of power cable disconnect and low power hazard alarms on (B)(6)2023 at 23:00:50 and on (B)(6)2023. On (B)(6)2023 from 2:19:22 ¿ 2:19:25, 2:19:59 ¿¿ 2:20:11, 3:55:31 ¿ 3:56:01, and 3:56:49 ¿ 3:56:50, the system loss alternating current (ac) power causing the active alarms to transition into no external power alarms due to the bus voltage dropping. The backup battery was able to support the system during the loss of power events. The alarms resolved once ac power was restored or the system was connected to battery power. Pump operation was not affected. The mobile power unit (mpu) (s/n: (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported events was unable to be conclusively determined through this analysis; however, the reported alarms were reported to be related to the mpu cord damage. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage hazard and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook , rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced double power cable disconnect alarms while connected to the mobile power unit (mpu). When only one power cable was connected, no alarm was triggered. However, when both power cables were connected, a no external power alarm was activated. There were no alarms on battery power. There is severe kinking on their mpu cord, which could indicate poor connectivity. The mpu was replaced. The customer was able to replicate the power disconnect alarm by flexing the mpu cord near the kink site. Additionally, the customer was unable to replicate them on the site's loaner mpu. Additionally, a review of the log file showed a series of low power hazard events on 08nov2023 that appear to have occurred when the patient was connected to the mpu.